Manufacturer narrative:
Sections with additional information as of 06-nov-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-056: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory.

Event description:
Consumer reported complaint for high blood glucose test results using replacement products sent on internal report reference number: (B)(4). The customer is concerned with test results from am fasting meter to lab comparison of 104 and 102 mg/dl using the true metrix air meter compared to lab result of 92 mg/dl. The customer stated her expected am fasting blood glucose test result should not be over 100 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she had specifically taken the true metrix air meter to the lab to perform a comparison test. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 12/31/2025; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference: (B)(4) (initial customer call). B2: adverse event report is being submitted due to customer bringing true metrix air meter to lab to perform comparison blood glucose test. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-056: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias' bgm system to the results from the laboratory. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is no longer using the true metrix air meter (customer had stated during initial call she had purchased another device).